Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-16969.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "check vent: primary alarm failed" error code. There was no patient involvement when the issue occurred. No patient or user harm reported. The investigation is ongoing.

Manufacturer narrative:
The service engineer reported that the "check vent: primary alarm failed" (power speaker fail) had occurred in the repair center and the occurrence was also confirmed in the event log. The speaker #2 was replaced, and the issue was resolved.